Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and delivered an inappropriate shock. The rv lead was then extracted and replaced with a new lead. Additional information indicated that the noise was felt to be from a fractured rv lead although no visible signs was evident on x-ray. The hospital had ended up on keeping the lead. Further, the lead conductor was not exposed and the rv lead was extracted using a laser technique. No additional adverse patient effects were reported.